Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they customer had been experiencing high blood glucose. The customer's blood glucose at the time of the incident was 500 mg/dl. The customer treated with changing the infusion set. The customer's current blood glucose was 418 mg/dl. The device will not be returned for analysis.